Manufacturer narrative:
(B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear plastic clip (non-reopening clamp) of an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were difficult to close resulting in breakage. This was identified during preparation of the bags for medication. There was no patient involvement. No additional information is available.